Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings on his adc freestyle libre sensor scan compared to hcp meter. On (B)(6) 2019, customer received unspecified "false" low sensor readings and experienced nausea, vomiting, seizure and subsequently lost consciousness. Customer was seen at the hospital where he was diagnosed with diabetic ketoacidosis. Customer was hospitalized and treated with IV drip. Customer additionally reported sensor readings of of 16.30 mmol/l (293 mg/dl), 14 mmol/l (252 mg/dl) and 18.30 mmol/l (329 mg/dl) compared to readings of 35 mmol/l (630 mg/dl), 39 mmol/l (702 mg/dl) and 34.30 mmol/l (617 mg/dl) obtained on the hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on his adc freestyle libre sensor scan compared to hcp meter. On (B)(6) 2019, customer received unspecified "false" low sensor readings and experienced nausea, vomiting, seizure and subsequently lost consciousness. Customer was seen at the hospital where he was diagnosed with diabetic ketoacidosis. Customer was hospitalized and treated with IV drip. Customer additionally reported sensor readings of 16.30 mmol/l (293 mg/dl), 14 mmol/l (252 mg/dl) and 18.30 mmol/l (329 mg/dl) compared to readings of 35 mmol/l (630 mg/dl), 39 mmol/l (702 mg/dl) and 34.30 mmol/l (617 mg/dl) obtained on the hcp meter. There was no report of death or permanent impairment associated with this event.